Event description:
It was reported by the customer that a bd pyxis¿ es server, the user was unable to login. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device in this incident, it was determined that user unable to login and received a wrong password error each time. A technical support specialist (tss) advised customer to engage with hospital information technology to resolve the issue. The tss made multiple attempts to reach out the customer to obtain the information, but no response received from the customer and tss proceeded with case closure. The tss attached the knowledge article "unable to login - incorrect password" for user reference.

Event description:
It was reported by the customer that a bd pyxis¿ es server, the user was unable to login. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.